Manufacturer narrative:
Results of investigation: the revel ventilator device was evaluated on site by a (B)(4) technical support employee. The ventilator passed all testing and met all manufacturer specifications. Decibel testing could not be performed through an onsite evaluation, however the ventilator's audible alarms were assessed and determined to be functioning properly. The event trace data shows no entries that indicate that the ventilator malfunctioned or failed to alarm.

Manufacturer narrative:
Results of investigation: a vyaire certified service technician was unable to verify the customer¿s reported issue. The device passed 91.3 hours of extended bench testing, passed initial final test but failed initial alarm volume test with non-conformance at measured decibels due to a non-conforming alarm board measuring slightly higher at 87.00 db when maximum specification is at 86.00 db. Further review of the device revealed that "the device is not designed to alarm for a patient circuit fault alarm condition when the circuit becomes disconnected downstream from the patient circuit wye and, therefore, the patient circuit fault alarm is not designed to detect a "patient disconnect" condition. As long as downstream flow is detected through the patient circuit wye and some minimal airway pressure can be generated during inspiratory delivery a patient circuit fault alarm condition may not be issued. The "low pressure" and "low minute volume" alarm settings, when set appropriately, are provided to detect the absence of proper patient ventilation. A review of the event trace indicates these settings were configured for (lp = 4cmh2o) and (lmv = -- lpm). With these alarm settings it is not likely the ventilator would have alarmed for either of these conditions in the event the patient became disconnection. The service technician replaced the alarm board as a precaution. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The customer has stated that they are choosing to hold the ventilator at this time. The customer reported that their respiratory therapist checked the device and confirmed that the alarm does function as intended and was set to the maximum volume during the time of the event. The customer further stated that they are using the ventilators in areas closer in proximity to the nursing staff as a result of the event. It is suspected by the manufacturer that the use environment caused or contributed to the event in which the nurse did not become aware of the device alarming.

Event description:
It was reported to carefusion that a patient using the revel ventilator became disconnected and the nurse did not hear the alarm. The patient became compromised and a medical emergency call was initiated in the facility. The patient was stabilized and the customer stated the patient was eventually extubated. The customer confirmed there was no further harm or injury associated with the reported event.